Manufacturer narrative:
Behery, et al. ¿cementless versus cemented tibial fixation in primary total knee arthroplasty.¿ the journal of arthroplasty.

Event description:
It was reported in a journal article that 12 cases of manipulation under anesthesia.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that 12 total knee arthroplasty patients underwent manipulation under anesthesia within 12 weeks post-operatively. No other information has been provided.